Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Subsequently, the customer noticed that the pump history had a "b: invalid." Customer reported that they experienced an elevated blood glucose level, no value was provided. No additional information was provided. Customer continued using the pump for insulin therapy.